Manufacturer narrative:
H3, h6: the device used in treatment was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause, probable root cause may include, component failure. No lot/serial number has been provided, therefore a review of the device history is not possible. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that there is a noticeable delay when stepping on the footswitch, multi-function, versajet ii and when the console starts up; it is not functioning normally. It is unknown whether this happened upon set-up or during surgery; further information is also unknown.